Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that the blood glucose values on the receiver did not change on (B)(6) 2015. Patient stated that while on a international flight from los angeles to beijing, while in the air, the receiver display remained at a level of 120 mg/dl. The patient did not report any injury or medical intervention.